Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant high impedance was noted on the lead. Many positioned were attempted but impedance values remained the same. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the pacing lead exhibited high impedance. Many positions were attempted, but impedance values remained the same. The lead was explanted and replaced. No patient complications have been reported as a result of this event.